Manufacturer narrative:
Correction: no parts were replaced. The oil mist filter o-ring was loose and needed adjusting. (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). ¿the DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿the fmea revealed the risk priority number (rpn) is at an acceptable level. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." The assignable cause of the haze/mist/vapor issue is the oil mist filter o-ring needed reseating. The field service engineer made the adjustment and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. Haze/mist/vapor was confirmed. A corrective maintenance was performed and the oil mist filter was replaced. Unit meets specifications and was returned to service on (B)(4) 2015.

Event description:
A customer reported an event of a "smoke" (haze/mist/vapor) emitting from the sterrad nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and evacuate the area until the haze dissipates. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.